Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, missing shell, and creases. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a broken striated edge, wear abrasion, and one striated opening. Based on the device analysis the final assessment was a broken striated edge in the side anterior due to surgical damage, one striated opening assessed as surgical damage, and missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side capsular contractures, baker grades IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health professional reported a right side capsular contractures baker grades IV. Device has been explanted.